Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with an alert for normal eri. Few days later, the device exhibited eos. The device will remain implanted due to patient's, unrelated to the device, health issues.